Event description:
It was reported that after placement, the length of the stent was not the length noted on the label. The user placed another stent 80cm in length. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway. This event is being reported because, this device is the same or similar to one marketed in the united states PMA#: p070014.